Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on an aviva combo meter, compared to an insight aviva meter, within 10 minutes: 5.4 mmol/l (aviva combo meter) and 12.0 mmol/l (insight aviva). It is unknown whether or not the same vial or lot of test strips were used. No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The customer did not return the suspect device but the manufacturer notes that the product was beyond the shelf life listed on the device labeling. The customer failed to follow the user instructions by using the strips beyond the published expiration date.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.